Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nurse was called into the emergency room to assist in manually cardioverting the patient during a ventricular tachycardia (vt) episode. As the nurse was inserting epinephrine, cardiopulmonary resuscitation was ceased and an appropriate shock was delivered. The nurse stated their left arm started to tingle and the left side of their neck was warm, claiming they felt the shock. The bystanding nurse will be undergoing testing to assure normal rhythm. The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.